Event description:
It was reported that the patient underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on (B)(6) 2008,the patient underwent a transforaminal lumbar back fusion of the lumbar spine through left side. Hardware was inserted into patient's lumbar spine at l5-s1, along with implantation of rhbmp-2/acs. Post revision surgery on (B)(6) 2008, the patient suffered a heart attack and a stroke. On (B)(6) 2008, dr. (B)(6) stopped prescribing pain medication to ms. (B)(6), which caused her to experience withdrawal. Her weight reduced to about (B)(6). The patient was scarred severely. She suffered panic attacks and had post traumatic stress disorder. As a result of the failed surgeries, she was on disability and will be, reportedly, for the remainder of her life. Post-op, patient had difficulty driving, could not lift grandchildren, experienced loss of bowel and bladder control, suffered from sleeplessness, anxiety, constant pain, depression, and required help with all daily activities including bathing.